Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements, noise oversensing, and loss of capture. The noise could be reproduced with arm movements. The physician planned to revise the ra lead. Additional information received indicates that this device was reprogrammed to vvi mode and the ra lead was surgically abandoned and replaced. In addition to the previously reported observations, the ra lead exhibited functional undersensing and pacing inhibition. The ra lead was checked with the pacing system analyzer (psa) and found to have no issue, however when the lead was placed back in the device and put under the stress of the pocket environment, the clinical observations were reproduced. The physician concluded the root cause of the observations were due to the ra lead. The device remains in service. No additional adverse patient effects were reported.